Event description:
(B)(6) male - percutaneous nephrolithotomy due to renal calculus/right lower pole stone - cystoscopy at beginning of case, prostate very enlarged, able to see right ureteral orifice and intubated with a sensor wire was passed easily up into the renal pelvis. At this point we passed a dual-lumen catheter. This was unable to pass up the ureter secondary to tight ureteral orifice. Then attempted to dilate this up to 14 french which I was unable to do. We the attempted to pass a ureteroscope up to the kidney without a sheath but this was also unsuccessful. I decided to place a 5 french open-ended catheter which we did over a second wire at which point we would inject contrast through the catheter. This would allow us to visualize the renal pelvis. We performed this and then put a foley catheter in. Our attempt that was to gain access to the kidney. Using a needle we were able to stick into the kidney. However in the process of doing this the tip of a wire sheared of into the retroperitoneum. An incision was made into the back after all conservative attempts to retrieve the wire tip were made. Incision was appx 2 cm in size to obtain access and retrieve the wire tip. Appx 1 hour added to case to retrieve all parts from kidney.